Manufacturer narrative:
Block b3: approximated to march 1, 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a04 captures the reportable event of bands damage/defective. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to one of two speedband superview super 7 that were used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopy procedure performed on an unknown date, for the treatment of esophageal varices. During preparation, upon opening the package, it was found that the light color band was wrapped entirely around the rest of the blue bands on the ligator cap. The procedure was completed with another device. There were no patient complications reported as a result of this event.